Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was programmed off and then there was dropped qrs waves during electrocautery procedure. Boston scientific technical services (ts) had suggested the field representative to continue normal follow up of the patient. This crt-d device remains in service. No adverse patient effects were reported.